Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly at the failure analysis center and determined the cause of the failure to be due to missing solder from pin 24 of integrated circuit, designator u5.

Event description:
It was reported that the device powered off three (3) times while monitoring a patient. There was no report of any compromise to patient care or an adverse event due to the reported failure. No further patient data was available. Upon evaluation by physio-control, it was observed that the device would not power on at all.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.